Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-07583. It was reported the patient was not receiving enough stimulation coverage in her back. The patient reported she noticed the issue after she had fallen against the ipg. It was reported one lead had almost all invalid contacts, but reprogramming was able to provide stimulation. The patient reported the issue recurred, and stimulation was lost. It was reported the physician planned to undertake surgical intervention to address the leads.